Event description:
The customer reported the unit had a paddle error.

Manufacturer narrative:
A philips representative duplicated the reported issue. Replacing the paddle set resolved the reported issue.